Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis did not show any anomalies and the battery status was bos. As the received ram dump was taken after the reported reinitialization procedure, no conclusion can be drawn regarding the root cause of the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the date available for an analysis the device is operating as expected. The analysis of the returned device data revealed no indication of a device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
This device gave a home monitoring alert of backup mode. The patient was brought into the clinic where this device was reinitialized. The patient reported that he sleeps with his cell phone over his device. This device remains implanted.